Manufacturer narrative:
(B)(4) no longer applies to this event, hcp indicated that stimulator was not involved.

Event description:
Additional information reported that there was nothing wrong with her pump . She was found to have a benign ovarian cyst was operated in (B)(6) 2015. The pump was not involved. It was clarified that health care provider was referring to neurostimulator system in voice mail. Patient does not have an infusion/pump system.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient had a cystic mass in their pelvis and the pelvic mass was thought to be a lympocele. The hcp wondered if there were any complications with either the wires protruding into the abdomen or a reaction or complication that could form a cystic mass in the pelvis. The patient was having surgery on (B)(6) 2015. No patient or device information, diagnostics, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.